Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient had a hypoglycemic event and was not alerted by the continuous glucose monitor (cgm) due to a sensor failure. The sensor failed during the two-hour warm up after insertion, but she had gone to sleep before starting to receive readings and since she was asleep, she never heard an alarm from the cgm. Her alarm clock sounded at 2:30 am since she had an early shift at work and that is her regular alarm setting. Her daughter heard the clock alarming for an extended time, so she entered the room and tried to awaken the patient, then called 911. The paramedics checked the blood glucose (bg) and it was 14 mg/dl. They gave the patient an unknown medication via IV to raise the bg. She was hospitalized for a day. At the time of the event she was at home, feeling well. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.